Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 25 days. The pump remains in use supporting the patient. No further related issues have been reported. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to a right intraparenchymal hematoma. The patient had left sided hemiparesis and slowed speech. On admission, the patient's inr was 3.4. The patient was given vitamin k and platelets to reverse the supratherapeutic inr. On (B)(6) 2015, the patient was discharged with no neurological deficits.